Event description:
It was reported that the device became hot while being used. The procedure was completed with other equipment. There were no adverse consequences reported with this event.

Manufacturer narrative:
The product was evaluated and the complaint of the device getting hot was confirmed. Investigation results indicate worn internal components.